Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use IFU as known adverse events associated with coronary stenting. In this case, it was reported that the xience stent was implanted in a saphenous vein graft. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implantation of the stent in a saphenous vein graft (svg) does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008 the patient underwent a stenting procedure in the saphenous vein graft with one 3.5 x 23 xience v stent. On (B)(6) 2009, the patient experienced intermittent chest pain which was treated by increasing the patient's lopressor medication. On (B)(6) 2010, the patient was hospitalized and underwent percutaneous coronary revascularization for 70% in-stent restenosis in the target lesion with placement of a xience v 3.0 x 15 stent. The patient's condition resolved and the patient was discharged home one day after the procedure. There was no adverse patient sequela reported. Though requested, there was no additional information provided.